Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports their 8100 (sn: (B)(4)) failing the patient side occlusion test. Failure device type: failure problem type: failure mode: case resolution: customer stated they replaced both pressure sensors with no change. Informed the customer this could be due to the bezel assembly, platen assembly or the logic board. Recommended taking a known good platen from an 8100 and swap that first. If fault does not clear, replace the bezel assembly. If fault still does not clear, the issue is the logic board. If so, recommended sending in for repair. Customer will move forward with recommendations. Ended call. Ref: (B)(4).